Event description:
Per biotronik rep, this device was explanted due to premature battery depletion. During this procedure the ventricular lead was capped due to high thresholds. This device was replaced with a lumax 340 hf-t. There are no adverse events reported for this pt. Capped at the same time: linox sd 65/16, MDR: 1028232-2008-00739.